Event description:
Customer's wife (B)(6) called to report a hospitalization due to low blood glucose. Caller stated that customer has been having problems with his buttons. Customer went into a coma. The paramedics were called to treat the customer. He was given dextrose. The customer was transported to hospital. The current blood glucose reading is 81 mg/dl. Caller stated that the insulin pump has cracks. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.